Event description:
The customer alleged the 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. He did verify an error code in memory that suggests the device went into a vent inop mode. Because of this error code, the cse, as a precautionary action replaced the psol valve.